Event description:
It was reported that the customer experienced high blood glucose up to 480 mg/dl and received no delivery alarms on the insulin pump. Customer was also vomiting. At the time of the report, customer's blood glucose was 250 mg/dl. During troubleshooting, customer ran 5 units of insulin through during a manual prime and found drops at the end of the tubing and no alarm occurred. No leaks or air bubbles were found. Customer was unable to perform high pressure test. She was advised to change entire set, reservoir and insulin. Customer stated she was fairly sure the high blood glucose was due to bent cannulas. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.